Manufacturer narrative:
(B)(4). This literature article and subsequent complaint was found during a recent post-market surveillance review (pms) of this device. The citation is as follows: ¿nickel-associated delayed multiple white matter lesions after stent-assisted coil embolization of intracranial unruptured aneurysm¿ hun park-ichiro nakagawa-shohei yokoyama-daisuke wajima-takeshi wada-yasushi motoyama-kimihiko kichikawa-hiroyuki nakase - journal of neurointerventional surgery - 2017 . The article was accepted on 3 february 2017 and published online on 24 february 2017. The exact event date is not known; therefore, the event date is being reported as (B)(6) 2017. Due to the nature of the complaint, the device was not returned for analysis nor were the sterile lot number provided to conduct a lot history review. [Complaint conclusion]: the event was captured in the literature publication ¿nickel-associated delayed multiple white matter lesions after stent-assisted coil embolization of intracranial unruptured aneurysm¿ hun park-ichiro nakagawa-shohei yokoyama-daisuke wajima-takeshi wada-yasushi motoyama-kimihiko kichikawa-hiroyuki nakase - journal of neurointerventional surgery ¿ 2017. It was reported that a (B)(6) female with no history of nickel, titanium, or platinum allergy was incidentally found to have an unruptured saccular aneurysm located on the medial wall of the c3 portion of the left internal carotid artery (ica) of about 5 mm in maximum diameter and 4 mm in neck diameter as shown by digital subtraction angiography (dsa). Stent-assisted coil embolization was performed with an enterprise vrd 2 stent (4.0×23 mm) placed in the aneurysmal neck and unspecified platinum coils were put into the aneurysm. Dsa findings demonstrated a complete occlusion of the aneurysm. The patient was discharged without neurologic deficit; however, 21 days after the procedure, the patient presented with right hand weakness which continued to worsen. Magnetic resonance imaging (MRI) revealed multifocal white matter lesions in the left cerebral hemisphere that were described as intracranial parenchymal edematous lesions. These lesions were non-homogeneous and relatively hyperintense on diffusion-weighted imaging (dwi) and hyperintense on an apparent diffusion coefficient (adc) map. Blood and cerebral spinal fluid laboratory examinations did not show evidence of infectious disease or a demyelinating disorder. The patient was treated with steroid pulse therapy consisting of methylprednisolone (1000 mg/day) for 3 days followed by oral prednisolone (20 mg/day), which was slowly tapered. A week after the medical treatment her right-hand weakness fully improved. Three months after treatment, dsa demonstrated complete occlusion of the aneurysm and no findings of in-stent stenosis. Four months later, MRI demonstrated no ischemic or edematous lesions. The authors presumed the reaction was the result of allergic hypersensitivity caused by the nickel component being released into the blood via the nitinol stent. The catalog and lot number of the enterprise stent was not provided in the article. The enterprise vrd 2 stent remain implanted and is thus not available for evaluation. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. The study concluded that an allergic reaction to a nickel-containing stent may occur after stent-assisted coil embolization for the treatment of intracranial aneurysms. Patients should be monitored for neurologic symptoms and postoperative delayed radiologic parenchymal edematous changes associated with metal allergic reaction after nitinol stent-assisted coil embolization. Based on minimal information provided in the article as related to the event, the causes of the event cannot be conclusively determined. Allergic reaction to nitinol metal is a known adverse event that may be associated with the use of the enterprise 2 stent and is listed in the instructions for use (IFU) as such. The IFU further warns ¿persons with allergic reactions to nickel titanium (nitinol) may suffer an allergic response to this implant.¿ it was reported that the patient had no history of allergy, but it was not reported that testing was performed after the reaction. Without allergy testing of the patient after the event occurred, it is not possible to determine the root cause of the lesions. Although no conclusion can be made regarding the relationship of the enterprise vrd 2 stent and the reported event, there is no indication that the device did not perform as intended. As part of the post- market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The event was captured in the literature publication ¿nickel-associated delayed multiple white matter lesions after stent-assisted coil embolization of intracranial unruptured aneurysm¿ hun park-ichiro nakagawa-shohei yokoyama-daisuke wajima-takeshi wada-yasushi motoyama-kimihiko kichikawa-hiroyuki nakase - journal of neurointerventional surgery ¿ 2017. It was reported that a (B)(6) female with no history of nickel, titanium, or platinum allergy was incidentally found to have an unruptured saccular aneurysm located on the medial wall of the c3 portion of the left internal carotid artery (ica) of about 5 mm in maximum diameter and 4 mm in neck diameter as shown by digital subtraction angiography (dsa). Stent-assisted coil embolization was performed with an enterprise vrd 2 stent (4.0×23 mm) placed in the aneurysmal neck and unspecified platinum coils were put into the aneurysm. Dsa findings demonstrated a complete occlusion of the aneurysm. The patient was discharged without neurologic deficit; however, 21 days after the procedure, the patient presented with right hand weakness which continued to worsen. Magnetic resonance imaging (MRI) revealed multifocal white matter lesions in the left cerebral hemisphere that were described as intracranial parenchymal edematous lesions. These lesions were non-homogeneous and relatively hyperintense on diffusion-weighted imaging (dwi) and hyperintense on an apparent diffusion coefficient (adc) map. Blood and cerebral spinal fluid laboratory examinations did not show evidence of infectious disease or a demyelinating disorder. The patient was treated with steroid pulse therapy consisting of methylprednisolone (1000 mg/day) for 3 days followed by oral prednisolone (20 mg/day), which was slowly tapered. A week after the medical treatment her right-hand weakness fully improved. Three months after treatment, dsa demonstrated complete occlusion of the aneurysm and no findings of in-stent stenosis. Four months later, MRI demonstrated no ischemic or edematous lesions. The authors presumed the reaction was the result of allergic hypersensitivity caused by the nickel component being released into the blood via the nitinol stent. The catalog and lot number of the enterprise stent was not provided in the article.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include additional event information received on 24-jan-2021. Additional information: there was no evidence of a device malfunction. The outcome of the adverse event was mrs 1. Patient¿s weight was 49 kg. On 27-jan-2021, mrn 3008114965-2021-00041 has been identified as a duplicate of mrn 1226348-2018-00550. Moving forward all additional reports will be submitted under mrn 1226348-2018-00550. Mrn 3008114965-2021-00041 will be voided. Cerenovus manufacturer's report numbers: 3008114965-2021-00047 and 1226348-2018-00551 are related to the same incident. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint # (B)(4). This is a correction. The article and the event spreadsheet were not attached in the initial MDR. This report is to correct the error by adding the article and the spreadsheet. (B)(4).